Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 she has sought medical intervention for lightheadedness while wearing cgm. At the hospital, patient was treated for high blood pressure. At the time of her call to dexcom technical support, patient reports that she was feeling fine.